Event description:
Same patient as #6000089-2005-01291, 6000089-2005-01292. It was reported that 188 days after a drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi) and underwent a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 90% stenosed portion of the 1st right posterior lateral (1st rpl). The physician treated the lesion without predilatation and successfully placing a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. Approx 9 months after the procedure, the patient experienced a non q-wave mi as evidenced by elevated cardiac enzymes. The patient was hospitalized for 3 days when the event was resolved.

Event description:
It was further reported tha the lesion being treated was 8 mm long and residual stenosis was 0% after stent placement. The pt was readmitted 172 days after initial procedure, with chest pain associated with diaphoresis. Cardiac enzymes did not meet guideline criteria for myocardial infarction (mi), but the site wishes to report the event. The pt's blood pressure and blood sugar were stabilized and he was discharged 2 days later. No catheterization was undertaken. In the opinion of the dr the relationship of the mi to the taxus stent is probable, and the relationship to the target vessel is probable.